Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The vse was analyzed and found to have little movement output to the hand motion experienced at the master tool manipulator (mtm) when tested on the in-house system. The grips remained stuck and would not fully open or close. Manual input of the thumb lever also did not move the grip to the open or close position. The grip ring was also found not secured after removing the housing. Further inspection found that the set screw was loose. When the set screw was retightened, the grip ring readjusted, and the grips opened and closed without any issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, the vessel sealer extend (vse) instrument jaws would not open after installation. The customer reseated the vse instrument multiple times, but the vse jaws would not open when prompted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the additional information: the vse instrument jaws never opened and did not clamp on tissue. The customer did not attempt to use the isi release mechanism. The procedure was continued with a backup instrument. Patient demographics information was not available.